Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer woke up with a blood glucose reading of 26 mmol/l, and was up to 28 mmol/l when the paramedics arrived. Troubleshooting was declined by the healthcare professional. Nothing further was reported.